Event description:
The home pt reported that they often connects their transfer set to the pt line of the homechoice machine during the priming cycle and leaves their transfer set closed. No pt injury or medical intervention was associated with this incident per the home pt's nurse.